Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor alerted him to a low even though his blood glucose was not low. The patient's sensor glucose was 40 mg/dl at the time of incident, so he started drinking coke; however, his blood glucose rose all the way to 465 mg/dl. The customer treated his high reading with 10 units of a manual insulin injection. The customer changed sensors but the current sensor also has unacceptable discrepancies with the blood glucose: the patient's sensor glucose at the time of call was 40 mg/dl but his blood glucose was 73 mg/dl. Troubleshooting occurred and possible causes of the sensor issues were explained to the customer. No products were returned and two replacement sensors were shipped to the customer.